Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the transmitter had a pairing issue. No additional event or patient information is available. Data log was reviewed for evaluation on 12/19/2016. Complaint for a pairing issue could not be confirmed. However, a loss of signal was found and confirmed on (B)(6) 2016. The root cause could not be determined post investigation. Based on the findings of a signal loss this is now being reported. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A global functional test was performed on the transmitter and it passed. Performed a pairing test with nordic bluetooth device and was able to download transmitter log during pairing test. The complaint of a pairing issue could not be confirmed. The root cause could not be determined, post investigation.